Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred during training session. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the cause of this communication failure is a known design defect.

Event description:
While training the surgeon on the robot, a software communication error occurred and the system shut down. This occurred when trying to start registration. After the "start" button was pressed there was a pause of about 30 seconds to 1 minute while the robot tried to connect to the arm. A clicking noise was heard and the communication error message then appeared and the robot shut down. As this occurred during training, no patient was present or affected.